Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was getting stuck during the windows update restart stage. A field service engineer (fse) verified, and assistance had been provided for the reimaging process. The fse confirmed that upon arrival, the station had already been reimaged and synchronized and validated with the customer that the station was functioning properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es became stuck during the windows update, remaining on a restarting black loading screen for over an hour, and after reboot, it remained stuck on the restarting screen. However, there were no delays or adverse events or injuries reported based on this event.